Event description:
It was reported there was sensing difficulty, noise and lack of capture, along with a report of oversensing through the device grommet. A header problem was suspected. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; the analyst noted grommet damage.